Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far filed oversensing on its right atrial (ra) channel. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.